Manufacturer narrative:
The patient required revascularization of the target limb and vessel. This is being reported as a follow-up to the clinical study. Patient information regarding relevant tests or laboratory data is unknown. This information was not available from the facility. The drug information is noted below: stellarex 0.035 otw drug-coated angioplasty balloon. Paclitaxel drug, 3.9 mg. Therapy date: (B)(6) 2013. Adjunct to pta in the treatment of denovo or post pta occluded/ stenotic or restenotic lesions (excluding in-stent) in fem-pop arteries. Lot #: 13c265120-1. Expiration date: 09/29/2013. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the u.s. (B)(4). Patient ID #(B)(6). During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
On (B)(6) 2013, the patient underwent an index procedure of a 100 mm, 100% stenotic de novo lesion of the left distal sfa. The lesion was predilated using a 4 x 80 mm pta balloon and inflated to 14 atm, resulting in a residual 60% stenosis. Next, a 5 x 120 mm stellarex balloon was inflated to 14 atm for 2 minutes, resulting in a residual 50% stenosis. The lesion was post-dilated using a 5 x 80 mm and a 5 x 40 mm stellarex balloon, both inflated to 17 atm, resulting in a residual 25% stenosis. A bare metal stent was placed due to a grade a dissection noted. Following stent placement, post-dilation was performed again, resulting in residual 25% stenosis. The patient was discharged per plan. On (B)(6) 2017, the patient underwent revascularization of the target limb and vessel, due to a high grade restenosis. Angioplasty was performed using a drug eluting balloon, resulting in less than 50% residual stenosis. The patient was discharged on (B)(6) 2017. The physician indicated that the adverse event is not related to the device or procedure.